Manufacturer narrative:
Failure analysis replicated and confirmed the reported complaint. The unit was visually inspected and no external damages were found. The unit was placed on an in-house system and failed, replicating and confirming the same field errors. Subsequently, the unit was placed on sftp to perform fitness tests and a 1-hour sine cycle. After investigations, failure analysis identified the roll magnet delamination and hub as the root cause of the field and in-house failed testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that an error occurred on the right hand control during a case. Before contacting customer support, the system was power cycled, which resulted in another error. Although the customer managed to recover from the fault, the finger clutch remained unusable. When the surgeon took control, the system encountered another error. The technical support engineer reviewed the logs and confirmed multiple errors related to the right master tool manipulator (mtm). The tse suggested another power cycle but could not guarantee that the issue would not recur. Additionally, the tse noted that another da vinci system was available on-site and recommended checking if another console was available for use.